Event description:
On 5/29/2006, the lay reporter, the lay pt's daughter, contacted lifescan (lfs) alleging that the pt's sure step meter was set to the incorrect unit of measurement. The medical affairs specialist (mas) sent a letter to the pt since she could not be reached by the phone on two different days at different times. The following info was obtained during the initial call to lfs: the daughter told the customer care advocate (cca) the reported meter was giving high readings and the pt took insulin. The specific readings obtained and insulin type and dosage taken were not provided. The pt developed symptoms that the daughter did not describe. The paramedics were called, the pt was given a glucagon injection and taken to the hosp. Readings obtained by the paramedics were not provided. The daughter said the pt was given more insulin in the hosp "that could have killed her mother." Readings obtained at the hosp were not provided. The daughter said the incident occurred. "Several months" ago. The daughter said she did not remember. "Much of that day" or what other treatment was given to the pt. However, she said the pt's son gave her something to eat in the hosp. No info was provided regarding the pt's diabetes treatment regimen. The customer care advocate (cca) confirmed that the meter was set to mmol/l instead of mg/dl and the reporter was aware that the meter was set to the incorrect unit of measurement. The reporter was unable/unwilling to answer if the pt had recently changed the meter unit of measurement. Since the pt obtained readings she interpreted as "high" at time of concern, it is unlikely that the meter was set to mmol/l at the time of concern described above. The meter, and strips, and control solution were replaced. The complaint is reported because the pt took insulin after obtaining "high" readings on the lfs meter and received emergency medical treatment with a glucagon injection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.